Event description:
It was reported that a set screw issue was detected and the device was explanted due to longevity issue. No further information available.

Manufacturer narrative:
The reported set screw anomaly and device longevity issue was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Interrogation of the device revealed it was above eri when received. The cause of the field event could not be determined.